Event description:
It was reported that the patient's device reached elective replacement indications prematurely within five years of use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. Analysis revealed that battery depletion was indicated, and the device went to elective replacement indicator due to high battery impedance on (B)(6) 2011, prior to explant. Ramware version 8 installed during the week ending (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that battery depletion was indicated, and the device went to elective replacement indicator due to high battery impedance on (B)(4)-2011, prior to explant. Ramware version 8 installed during the week ending (B)(4)-2011.